Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal and revision surgery due to nonunion and a bent plate. The revision surgery was scheduled for later that day. Patient had a nonunion of a tibia plateau fracture. Original fracture was of the proximal tibia treated with a 3.5mm lcp proximal tibia plate and associated 3.5mm locking screws. The patient required a revision surgery due to pain and bowing of the tibia. The plate and all screws were removed. The fracture was properly reduced, and a tibia nail x was implanted. It was unknown if the revision surgery completed successfully. Patient experienced pain and deformity. This complaint involves ten(10) devices. This report is for (1) 3.5 lcp prox tib pl low bend 14 h/206/rt this report is 1 of 10 for (B)(4). .